Event description:
During surgical case by doctor, two yellow tibial inserts broke in half with fragments. One blue tibial insert trial fragment broke. Doctor irrigated the knee and ordered an x-ray to ensure all fragments were removed.